Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and was unable to duplicate the reported issue. Physio did observe that the device's battery pins showed signs of corrosion which could potentially impede the device's ability to communicate with its batteries. As a precaution, physio replaced the device's battery pins. While performing additional testing of the customer's device, physio observed that it locked-up. Physio observed that the led for the device's power button lit up and the screen illuminated, but none of the device's buttons would respond when pressed. Physio then replaced the system pcb assembly to resolve the observed issue. After observing proper device operation through functional and performance testing the unit was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device would not power on when prompted. The customer advised that the led for the auxiliary power indicator would light up but the device would not power on. There was no patient use associated with the reported event.